Manufacturer narrative:
Several attempts were made by device MFR to obtain status of device return. These efforts; however, were unsuccessful. If devices should be returned to zoll circulation, a supplemental report will be filed.

Event description:
It was reported that autopulse nimh batteries have been constantly giving low run times. No adverse event was reported.